Event description:
The facility stated that the surgeon implanted a cc4204bf plate silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. It was unknown what caused the lens to tear. The injector model that was use was a indigo-p, and the cartridge model that was used was a sfc-25 fp. The facility was unable to provide the injector and cartridge lot numbers.